Manufacturer narrative:
On august 23, 2022, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), concomitant anticoagulants, prior bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection and wound dehiscence were not reported as adverse events in the (B)(6) trial. In the commercial program, wound infection and wound dehiscence have been reported by <1% of patients to date.

Event description:
A (B)(6) female patient with anaplastic astrocytoma began optune therapy on (B)(6) 2018. On (B)(6) 2019, spouse reported that the patient had been hospitalized. Per prescriber, on (B)(6) 2019, patient presented to the emergency room with wound dehiscence exposing the cranial hardware along the right frontal craniotomy site (last craniotomy (B)(6) 2018). Optune therapy and anticoagulant (rivaroxaban) were discontinued upon admission. Blood cultures were positive for coagulase positive staphylococcus. Patient was started on intravenous antibiotic (nafcillin) with recommendation to complete course through (B)(6) 2019, with weekly labs and then transition to oral cephalexin. On (B)(6) 2019, repeat blood cultures were positive for cocci and coagulase positive staphylococcus. Patient underwent wound revision surgery. Postoperatively, patient experienced neurological decline. Repeat head CT showed stable gbm. Steroid medication (dexamethasone) was increased and patient became more alert. PICC line was placed on (B)(6) 2019, after repeat blood cultures were negative. Anticoagulant was restarted on (B)(6) 2019. Patient was discharged on (B)(6) 2019, with instructions to continue with oral antibiotics (cephalexin) and resume optune therapy once surgical incision healed. Per prescriber, the event was unrelated to optune therapy. Patient was noted to have a history of multiple resections and wound revisions.